Event description:
A report was received that during a trial procedure when the physician retracted the needle, the lead site bled to the point that the physician pulled both leads out. The physician believed that it was a superficial bleed possibly from hitting an artery or vein when entering the needle. The bleeding stopped when pressure was applied and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.